Manufacturer narrative:
A partial lead with the proximal segment measuring 14.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the hospital for device changeout due to normal eri. Externalized conductors between the coils were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.